Event description:
It was reported the patient presented to the emergency room after receiving a patient notifier. Device interrogation revealed the device was in backup vvi mode. The device was explanted and replaced to address the backup status and the device being an advisory product. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to two event queue overflow occurred within 32 seconds and put the device in bdfo mode. The device was tested on the bench and in ate, and no anomalies were found.